Event description:
On (B)(6) 2016 a clinimacs cd34 selection was performed by the customer. In total 9.5xl0e9 wbc (white blood cells) containing 7.2xl0e7 cd34+ cells were processed using one vial of clinimacs cd34 reagent and the enrichment program cd34 selection 1 applying the clinimacs tubing set. The cd34+ yield as well as the purity of the target cells in the target cell fraction after the selection have been reported to be very low (yield: 4.4%; purity: 14.6%).